Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "postoperative bone fracture and pain".

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total shoulder arthroplasty on (B)(6) 2000. Subsequently, patient was revised to a comprehensive reverse shoulder system on (B)(6) 2014 due to pain which was reportedly unrelated to the implant.

Event description:
It was reported that patient underwent a total shoulder arthroplasty on (B)(6) 2000. Subsequently, a revision procedure is indicated due to pain. There has been no reported revision procedure to date.